Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the insulin pump had a keypad anomaly. The act button at times was not responsive and the insulin pump was not reading the batteries. Customer's blood glucose level was 70 mg/dl. The device was not returned.